Event description:
Patient was sedated and paralyzed for intubation. Physician inserted ett but pilot balloon would not inflate. Ett exchanged over a tube exchanger but tube went into stomach. Ett removed and patient bagged. Glidescope utilized for next attempt but cuff tore and wouldn't stay inflated. Anesthesiologist called and ett successfully placed at third attempt. We have had multiple problems with the cuffs on these tubes.